Event description:
Follow up information received identified the patient was doing well without any further issues from the csf leak.

Event description:
It was reported during the patient's drg system implant procedure a csf leak occurred. Consequently, the patient reported a presistent headache two days later. The patient was advised to drink caffeinated beverages and to lay flat, however the headache persisted. Subsequently, a blood patch was done.